Event description:
Heartmate 3 left ventricular assist device (lvad) presents with large gastrointestinal bleeding event 2 weeks after implant while on heparin bridge. Twenty-eight units of blood were transfused. Endoscopic evaluation included egd (normal) and colonoscopy (ulcerated mucosa to ascending colon/ ileocecal valve with evidence of recent bleeding; suggestive of ischemic colitis.) Repeat colonoscopies with epinephrine injection interventions eventually resolved the bleeding. Completed heparin to coumadin bridging. Patient was discharged with aspirin therapy.